Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) units battery is low, there was no patient involvement.

Manufacturer narrative:
Additional information: e1(event site state: telangana, event site postal code: 500055). A getinge field service engineer fse was dispatched to the site to evaluate the unit. After checking the machine found battery back up is available after full charge and runned the machine for 3 hours with system trainer and balloon, machine working fine with both ECG and pressure. Handed-over the machine in working condition.

Event description:
N/a.